Manufacturer narrative:
(B)(4). MDR ref#: 9617613-2011-00074 (pelvisoft), 961742-2011-00141 (uretex t02). Note: this report corresponds with bard's report # (B)(4) for a "uretex."

Event description:
Procedure type: gynecological/urological. According to the reporter: the pt underwent treatment for pelvic organ prolapse, stress urinary incontinence and other symptoms. Allegedly, the pt experienced pain, injury, and has undergone corrective surgery.